Manufacturer narrative:
Heartsine evaluated the customer's device and observed that the device would not power on. It was determined that the pad-pak was depleted due to the device's high current drain. Multiple components were measured, removed and reinstalled, including mosfet component designator q35. However, after reinstalling q35 the device began to work properly. The root cause of the pad-pak being depleted and unable to power on the device was unable to be conclusively determined. The returned device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report a non-critical issue with their device. Upon evaluation of the customer¿s device, heartsine observed that the device would not power on. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.